Event description:
The complainant stated that a (B)(6) pt was being placed in the bed and the bed slid across the floor with the brakes engaged. He is not aware of any injuries.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the customer discloses their investigation.